Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicted that a 12.6mm vicmo12.6, -11.0 diopter, implantable collamer lens tore during injection/delivery into the eye. The lens was removed and exchanged and the problem was resolved. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Device evaluation: the lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found the lens haptic torn and presence of residue on the lens surface. The lens was missing the torn piece of haptic. Date of this report: it is corrected to "11-apr-28" in the initial MDR. The reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens of -11.0 diopter tore during injection/ delivery into the eye. The lens was explanted and a new lens was implanted on the same day. The problem was resolved. (B)(4).